Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap. Hysterectomy, the tissue pad melted off of the clamp arm. The surgeon did not replace the device and opened the pt. The staff reports the pt was opened because of a perforated bladder.